Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative and (B)(4) study regarding a patient receiving infumorph (10 mg/ml at 1 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported a pump reservoir volume discrepancy was noted on (B)(6) 2016 with an expected residual volume (erv) of 4.0 ml and an actual residual volume (arv) of 1.8 ml. Device interrogation on (B)(6) 2016 found a volume discrepancy with an erv of 3.7 ml and an arv of 11.5 ml. A catheter access port (cap) contrast study on (B)(6) 2016 gave results of there did not appear to be a break or leak in the catheter and the rotors appeared to turn normally. The patient reported on (B)(6) 2016 visiting the hospital three times with abdominal pain and vomiting and being told she was likely having withdrawal symptoms. Device interrogation on (B)(6) 2016 gave results of a volume discrepancy with an erv of 9.2 ml and an arv of 12.8 ml. The patient was administered the medication tylenol #3. The decision was made to replace the pump. On (B)(6) 2016 a surgical observation noted the intrathecal pump was freely mobile with the catheter twisted. There were multiple rotations of the pump with multiple wound-up or coiled areas of the catheter. The device diagnosis was a catheter kink. The pump was explanted and replaced and the catheter was revised. The event resulted in in-patient hospitalization. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome of the event was noted to be ongoing.

Manufacturer narrative:
Analysis of the catheter found a procedural non-conformance of the catheter body with significant twisting that may have affected infusion. Analysis of the pump found no anomalies. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient outcome was updated to 'resolved without sequelae' as of (B)(6) 2016. The patient was much better and symptoms had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.